Event description:
The physician reported that the needle was used more than once, but was not bent before injection. It was used with a novopen product but the pt is not sure at which point the needle broke. The pt has had diabetes for 12 years. Apart from their diabetes pt is otherwise well.

Event description:
Needle breakage [needle injury]: case description: a physician reported that a pt experienced a needle injury. In 2001 an insulin needle broke while the pt was injecting insulin subcutaneously into the pt's anterior abdominal wall. The pt attended casualty at the infirmary where an x-ray was performed, revealing the metal fragment. The surgical register decided that the best treatment was conservative. The pt is completely well and is not in any discomfort from the retained needle. There is no sign of infection. The doctor's advice was for the pt to leave this be. The dr imagines that in the fullness of time it will probably work its way to the surface. The dr also said to the pt that the only caveat is if it becomes infected and the dr told the pt to report it if this should occur. The reporter thought that this was a very unusual occurrence and the reporter was sure there would be no problem. Case requires follow-up.